Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and did not show visual evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set could not be closed; further described as "the clamp was very loose when unlocked". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.